Event description:
Customer received a result of 19.8 mmol/l on the mobile system and a result of 6.2 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test strips will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491983, expiration date 06/30/2015). (B)(4). Device will not be returned to manufacturer.